Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1628c82ee, serial number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient for a 49mm abdominal aortic aneurysm on (B)(6) 2014. The patient had previously undergone implantation of an endurant stent graft system on (B)(6) 2012 and the endoanchors were being implanted for treatment of a type ia endoleak in this stent graft. An endurant cuff and 4 non mdt bare metal stents were implanted in addition to the endoanchors and there was also coil embolisation of the right hypogastric. It was reported approximately 10 months post the intervention procedure CT revealed a type ib endoleak with the patient presenting with abdominal pain, nausea, vomiting and hypertension. Intervention was performed with medication and an additional endovascular procedure and the event was resolved with patient recovery. It is uncertain whether the event is related to the device or index procedure. No additional clinical sequelae were reported and the patient is being monitored.